Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h4, h6, h11. D10: 110024462 g7 dual mobility acetabular liner d40m 734580. Ep-200146 g7 dual mobility bearing 40m d 354610. 00-8777-028-02 biolox option head m 28/0 taper 12/14 3115786. Unknown cement. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided pictures identified explanted devices, bio-debris present. These cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110024462 g7 dual mobility acetabular liner d40m (B)(6). Ep-200146 g7 dual mobility bearing 40m d (B)(6). 00-8777-028-02 biolox option head m 28/0 taper 12/14 (B)(6). Suggested component code: mechanical (g04) ¿ stem. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient initially underwent hip arthroplasty with implantation of zimmer biomet products. More than two (2) years after implantation, the patient underwent revision surgery due to loosening. The entire construct was removed.